Event description:
During review of medical records, it was discovered that patient was hospitalized for congestive heart failure. No further information is available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted ther is no documentation of treatment modality for this event. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and congestive heart failure.